Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
The insulin pump was received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform functional testing due to over written pump history file. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer thinks the battery on the pump ran out and has deleted all of their information. Customer received a motor error alarm and a motor position encoder error alarm. Customer's blood glucose level was 165 mg/dl. Customer received the alarm while filling the tubing. Customer was advised to disconnect from the pump. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer was advised to retrieve their settings. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.